Event description:
It was reported by remote transmission there was intermittent under sensing noted on the atrial lead in the stored diagnostics. Programming options for the lead were discussed. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2007, 4965 implantable pacing lead (B)(6) 2006. (B)(4).